Manufacturer narrative:
The device was brought to the biomedical technician (bmet) shop for repair. The bmet recalibrated the device and it resolved the issue. The unit is now working fine with no further issues identified.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heater cooler was resetting when starting up. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Through collaboration with tech support and the user facility's biomedical technician (bmet) it was found that the a/d timer board calibration was out of specification. The bmet recalibrated the device and it resolved the issue. The unit is now working fine with no further issues identified. No unit will be returned and the unit is at its end of life. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.